Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional on 2018-nov-20. The patient's weight was provided. No further complications were reported.

Manufacturer narrative:
Analysis of the pump identified corrosion and/or wear and/or lubrication in the motor gear train and a stall due to shaft bearing. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving baclofen (2000 mcg/ml at 420 mcg/day) via an implantable infusion pump. The indication for use was noted to be intractable spasticity due to cerebral palsy. It was reported that an active motor stall was seen upon pump interrogation. The pump had stalled on (B)(6) 2018. It was noted the patient had "withdrawal-type symptoms." It was noted the symptoms were a sudden change in therapy. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) via a device manufacturer representative on (B)(4) 2018. It was reported that the pump had been stalled for more than 24 hours. There were no environmental, external or patient factors which may have led or contributed to the issue. The pump was placed into minimum rate and the patient was given oral baclofen. The issue was considered resolved. Surgical intervention was planned. The patient's weight was unknown. The patient's status at the time of the report was alive - no injury. No further complications were reported.